Event description:
I was using the contour next 1 m and the contour nextgen and I had a low that my continuous glucose monitor confirmed and I traded, and one of the meters said I was at 100 something and the other one said 281 or something like that. I knew I couldn't be that high. Reference report: mw5154373.